Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the screw allegedly broke and is left in the patient. There was no reported delay or further adverse effects to the patient.